Manufacturer narrative:
(B)(4). Article: "descending aortic stent graft collapse during frozen elephant trunk repair " cole et al 2016. Investigation is still in progress.

Event description:
Description of event according to article: the zenith tx 2 endograft was deployed into the exposed descending thoracic aorta landing zone in the proximal end distal to the left subclavian takeoff of a (B)(6)-year-old patient with stanford type b dissection. There were no technical issues with deployment, and there were no signs of stent compression initially. Stent graft malfunction was suspected when the pressure differences persisted between the left radial and left femoral arteries. The stent graft was assessed via transesophageal echocardiography. After intravascular ultrasound confirmation of the stent graft collapse, a zenith 38 x 152 mm non-tapered stent was placed after a coda balloon was used to dilate the collapsed stent graft. The in-stent device was deployed without technical difficulty in zones 3 and 4 of the aorta and was dilated by the coda balloon. Follow-up angiography and intravascular ultrasound revealed improved blood flow. However, the patient worsened postoperatively and developed sepsis, atrial fibrillation with rapid ventricular rate, acute kidney injury, and respiratory insufficiency which required mechanical ventilation, sedation, and a paralytic agent. The family decided to withdraw care 18 days post-surgery. The authors provided the following possible reasons for the stent collapse including a large mural thrombus at the proximal descending aorta, the acute angle of the arch to aortic descent, chronic nature of the dissection, failure of the stent to conform to the aortic wall, thrombus or compression from the surrounding false lumen. Patient outcome: the patient worsened postoperatively and developed sepsis, atrial fibrillation with rapid ventricular rate, acute kidney injury, and respiratory insufficiency which required mechanical ventilation, sedation, and a paralytic agent. The family decided to withdraw care 18 days post-surgery.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: from a publication review, cook medical became aware of a literature article, ¿descending aortic stent graft collapse during frozen elephant trunk repair: detection using invasive blood pressure monitoring and intraoperative transesophageal echocardiography¿. The article is a case-report describing a 77-year-old male patient who underwent an elephant trunk procedure where a 36x202 mm tx2 stentgraft was used in the aorta to anastomose with a gelweave graft just distal to the left subclavian artery takeoff. Per the article the graft was deployed without event and with no open view signs of stent compression. When the patient was separated from cardiopulmonary bypass it was discovered that the tx2 stent graft was collapsed. Due to the patient¿s vital signs it was decided to observe and follow up. Two days after the initial procedure the patient underwent a second procedure where the collapsed stent graft zone was dilated with a balloon and a stent was placed which improved the flow. After the operation the patient¿s condition worsened and he developed acute kidney injury, sepsis, atrial fibrillation and acute respiratory distress syndrome. It was decided to withdraw care 18 days after the initial surgery. A clinical assessment of the information given in the article was made. Per the clinical assessment the problems in this case were most likely to be the result of the dissection being a chronic one, with very firm organized thrombus in the false lumen which was hard to compress, plus the acute angulation between the distal aortic arch and the start of the descending aorta. This angulation, on the imaging shown in the journal article, looks to be almost a right-angle (fig 5). The instructions for use for tx2 stent grafts states that the intended use for this device is in aortas having vascular morphology suitable for endovascular repair and successful exclusion of the thoracic aortic lesion may be affected by severe angulation >45 degrees. Based on the information given in the article the collapse of the stentgraft was likely caused by the device being used outside intended use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.